Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 10-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving a single patient. This is the second of two reports. Refer to 8030647-2018-00274 for the first report. It was reported that there was a loose connection between the suction catheter, the hme, and/or the heated wire circuit. There was no patient injury reported.

Manufacturer narrative:
Halyard health received one sample that was not returned with the original pouch packaging. Also, one (1) hme was returned in the same bag. The returned double swivel elbow (dse) was not returned with a flex connector. There were no visible damages to the manifold, male insert. Since there was no mated component returned together with the second suction catheter (lot number m18016t302), the hme from the sample reported in associated medwatch 8030647-2018-00274 was also used for fit test to the male insert of this sample. The sample was evaluated and the reported failure was confirmed. The root cause is attributed to a manufacturing deficiency. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 12-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).